Event description:
Procedure: gastric bypass. According to the reporter: bleeding was detected post op. No re-operation was needed, so the surgeon was not sure where the bleeding originated. The hospital stay was extended, and the pt required a transfusion due to this event.